Event description:
Patient contacted dexcom on (B)(6) 2015 to report a skin reaction that occurred at the sensor adhesion site on (B)(6) 2015. Patient's gynecologist removed the sensor and called the area a cyst. At the time of contact with dexcom technical support, no further medical intervention or injuries were reported. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and the reported rash could not be confirmed. A definitive root cause could not be determined. However, it should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). There is a low chance of this happening.